Manufacturer narrative:
H6: investigation summary: customer reported false positive results on a bd bactec fx top instrument (p/n441385, s/n (B)(6)) . No erroneous results was reported to doctors, and patients were not impacted. A bd field service engineer (fse) was dispatched and found no issues. The instrument worked without any issues and was handed over to the customer for use. This is an unconfirmed failure of a bd product. Bd quality will continue to closely monitor for trends associated with this failure. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) was completed and revealed that instrument passed all inspection tests and was released in good condition. Service history for (B)(6) was reviewed and revealed no previous complaint for false positives . The root cause is unknown but is attributed to ambient temperature in the lab.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged the bottle is reported positive. Confirmatory subcultures and microscopy of slides were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from german to english: customer reports the suspicion of false positives. The instrument reports the bottle as positive. Subcultures and microscopy slides are then set up and the results for both were negative.

Manufacturer narrative:
Medical device expiration date: na. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd bactec¿ fx, instrument top, packaged the bottle is reported positive. Confirmatory subcultures and microscopy of slides were negative. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: customer reports the suspicion of false positives. The instrument reports the bottle as positive. Subcultures and microscopy slides are then set up and the results for both were negative.